Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(4) this was a case of a 29mm sapien 3 transcatheter heart valve in aortic position by transaxillary approach. No high resistance was encountered while advancing the commander delivery system through the esheath, and the valve was implanted without issues. However, while removing the 16fr esheath, it was seen that the tip was torn and there was a little kink. No vessel injury occurred, and the patient was doing well post procedure.

Manufacturer narrative:
The returned device was visually inspected, and the following was observed: the liner is fully expanded along the sheath. A kink is found approximately 9.5cm from the distal tip. The distal tip did not open along axial score line and is torn radially along distal edge of liner; slight damage and stretching were found along the distal tip. Imagery was returned and the following observations were made: post-procedural imagery of the sheath was provided showing the distal tip tear and shaft curvature. Tortuosity was present in patient's access vessel. Procedural imagery was provided of the valve through the sheath. The complaint for torn sheath distal tip was confirmed per evaluation of the returned imagery and device. However, no manufacturing nonconformance was identified during evaluation. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Per the complaint description, "29mm sapien 3 case by transaxillary approach in aortic position with a commander system and esheath (to minimize artery damage in the access, as the patient was highly vasculopathy). No high resistance was encountered while advancing the commander delivery system through the esheath, and the valve was implanted without issues, however, while removing the 16fr esheath, it was seen that the tip tore and there was a little kink." Per evaluation of the returned device, the sheath distal tip was observed to be torn radially along the distal edge of the liner. The failure mode is characteristic of sheath tip tear events as described in a product risk assessment. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the distal tip tear. Additionally, returned imagery shows tortuosity within the access vessel. Tortuosity can subject the sheath to non-optimal angles that can cause shaft to kink and lead to non-coaxial alignment between the crimped valve and the sheath. Non-coaxial advancement of the delivery system may have led to the valve to catch onto the sheath distal tip and tear the tip. As such, the tip tear may be related to improper expansion of the sheath tip during thv advancement and/or patient factors (tortuosity) may have contributed to the complaint events. However, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A product risk assessment was previously initiated to investigate the cause and assess the risk associated with improper expansion of the sheath tip. A corrective and preventative action captures process improvement activities regarding tip expansion which were identified during previous investigation.